Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the tip of the clip applicator came off. It couldn't pass/be taken out from the port. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91800. Additional information was requested and the following was obtained: response received: please clarify if there was damage to the jaws of the device? Unknown. Please clarify what portion of the device "came off"? Unknown. Did any piece of the device fall into the patient? If yes, was the piece removed from the patient? Unknown. Will the piece be sent back with the device? If not, was the piece disposed of? How was the device removed from the port? The returned device has the port with it, as it could not be removed out of the port. How was the procedure completed? Unknown. The analysis results found that the el5ml device was received inserted into a b5lt trocar and with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to pull out the el5ml device from the trocar. The jaw was readjusted and the device could be pulled out from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. However, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.